Event description:
Patient was injected in the glabella, nasolabial folds and marionette lines with radiesse dermal filler; two days post injection, she developed erythema, edema, pain, and warmth to the glabella area. She was diagnosed with a cellulitis and prescribed augmentin 150mg every eight hours and doxycycline 100mg, twice a day.

Manufacturer narrative:
In a follow-up with dr. (B)(6); the infection has resolved and the patient is back to normal. Use of radiesse dermal filler in the glabella is an off label use. The lot numbers of the radiesse dermal filler were not provided; therefore, the device history record could not be reviewed.